Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. System error 341 alarms were verified through a review of the event history log; however, no component could be identified for causality. Evaluation was unable to reproduce the reported symptom and was able to run a loaded set at multiple rates with no discrepancies. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 341 (positional interrupt error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.